Event description:
It was reported that during deployment of an endovascular stent graft at the venous anastomosis, the stent graft did not expand fully and migrated tot he innominate vein. Another stent graft was successfully deployed at the treatment site. The stent graft in the innominate vein was removed the next day with a snare through the femoral vein without complications. There was no pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned; therefore, a sample eval could not be performed. The investigation is currently underway.